Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal episode. Boston scientific technical services (ts) advised to have the pacemaker interrogated by a field representative. At this time it is unknown if the hospital contacted a field representative to interrogate the device. The cause of the syncope also remains unknown. The pacemaker remains in service and no additional adverse patient effects were reported.